Event description:
It was reported that gamma nail was removed to convert to a tha. Nothing was wrong with the gamma nail. Original implantation date is unknown but is suspected to be very old.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.